Manufacturer narrative:
The sample in question was tested a total of three times on two vision analyzers at the customer site during internal training process. The sample used was pooled with edta tube. The sample was tested on vision 50002766 twice, with ind for cell 2 initially, and negative for all cells upon repeat. Customer's visual review did not agree with the negative results for the repeat testing. The same sample was tested on vision 50002767, and resulted in 1+ reaction for cell 2. Tsc reviewed images and econn data from the first analyzer and results were reproduced. Service was dispatched to check the health of the vision. On (B)(6) 2020, an ocd field engineer (fe) arrived at the customer site. Fe cleaned diffuser, recalibrated camera and performed a health check. Quality controls were successfully performed upon completion of service. Instrument is operating as designed. The root cause could not be determined, although it could not be excluded to be sample related, the antibody bound on patient's red blood cells being weak and at/or around the detection limit of the reagent and method used. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer contacting tsc to report a weak reaction misread by the vision camera 50002766 for cell 2 an antibody screen. The user felt the reaction should have been flagged at least with an ind result (during repeat testing). Initial testing results: ind to well #2. Repeat testing result: negative result to all wells. In a follow up, the customer reports testing of this same sample on their other ortho. Vision 50002767 using the same lot of cells and cards and reports a 1+ reaction to cell#2. Tsc advised the customer that field service may be dispatched to perform a quality check on their ortho vision to further confirm the vision to be within spec. The sample in question was initially composed of several hematology samples from the same patient combined into one and tested.